Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
A manufacturer representative reported that, while in a procedure, an imprecision was observed of 5-6 millimeters after a successful registration. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.